Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead exhibited intermittent sensing and intermittent capture at nominal settings. The sensitivity was increased which improved the sensing some. Micro-lead dislodgement was suspected. In addition, it was noted that the patient was in atrial fibrillation and had experienced a pinching sensation near the device pocket. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.